Event description:
Complainant alleged that during biomedical testing and preventative maintenance of the device, the device displayed the following error message codes: "status 51, status 56, status 66, status 140" on monitor screen. The complainant indicated that there was no patient involvement in the reported failure.

Manufacturer narrative:
The customer opted to return only the digital board for evaluation. System level testing indicated that the board meets all performance specifications.